Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. The customer removed the sensor and found the cannula was missing. Blood glucose value was 11.0 mmol/l. The product would not be replaced or returned for analysis.